Manufacturer narrative:
A field service engineer was not dispatched to the customer's site. Evaluation and troubleshooting activities were conducted via telephone. A shutdown and reboot of the system resolved the problem.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low results for several analytes for one (1) patient sample on a unicel dxc 600 pro synchron chemistry analyzer. The patient results were not reported out of the laboratory. There was no impact to patient treatment. The customer reported that quality control (qc) results were recovering within established ranges prior to the event but were recovering low outside established ranges after the event. During troubleshooting, the customer was asked to check for leaking probes, loose syringes, stuck mixer paddles, or a damaged wiper. The customer reported not observing any noticeable problems. Further troubleshooting did not reveal any apparent hardware issues. The customer was then asked to perform a complete shutdown of the analyzer and reboot the system. On a follow-up call, the customer reported that the reboot procedure had resolved the problem. While the problem was resolved, a definitive root cause has not been determined for this event.